Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was unknown. Customer was unable to troubleshoot due to the customer was not present during time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will not be returning the device for analysis.